Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi, there was the possibility that the burn mark on the led unit was attributed to the following. - because the subject device had been used more than six years since manufacturing, the led unit deteriorated due to the repeatedly use for a long-term use. - the components of the led unit were burnt due to a voltage higher than the specified voltage being applied to inside the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified procedure with the subject device, it was found that the endoscopic image of the subject device was intermittent dark while connecting unspecified endoscopes to the subject device. There was no report of patient injury associated with this event. Olympus medical systems (B)(4) checked the subject device and found that the light intensity of examination lamp was lower than the standard light intensity value due to the failure of the led unit, and there was the burn mark on the led unit.